Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is anticipated procedural complication as the reported event is due to a known physiological effect of the procedure noted within the product directions for use (dfu) and/or device labeling. (B)(4).

Event description:
(B)(6) study. It was reported that during a coronary artery stenting treatment procedure, vessel dissection occurred. The target lesion was located in the proximal extending up to mid left anterior descending artery (lad) with 80% stenosis and was 18mm long with a reference vessel diameter of 3.00mm. The target lesion was treated with direct placement of 3.00x12mm synergy stent, with 0% residual stenosis. A small distal dissection was noted, which was treated with placement of a 2.75x12mm synergy stent in mid lad. The patient was discharged on clopidogrel four days later.